Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing conducted at the manufacturer facility, the irr/pv was rotating intermittently with no annunciators illuminated, but output to the handpiece. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
It was reported that during testing conducted at the manufacturer facility, the irr/pv was rotating intermittently with no annunciators illuminated, but output to the handpiece. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.